Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0011717557); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, no -pre-implant balloon aortic valvuloplasty (bav) was performed. The valve dislodged aortic four times due to a high systolic blood pressure. The deployment starting point was at the bottom of the pigtail. The first deployment was paced at 120 beats per minute (bpm) and dislodged aortic. The second deployment was paced at 140 bpm and dislodged. The third deployment was paced at 160 bpm with medication and dislodged. The fourth deployment was paced at 180 with meds on board and the valve dislodged. The implanting team attempted to pace the patient at a higher rate and implant the valve in a deeper position at 5mm; however, the issue continued and the valve was recaptured a total of three times. No difficulty recapturing the valve was noted and four deployment attempts were made. The valve was ultimately withdrawn from the patient. Subsequently, a non-medtronic valve was used for implant. No adverse patient effects were reported.